Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate flow. The patient became cyanotic and was manually ventilated. The ventilator's circuit was found to have water condensation preventing adequate flow to be delivered. Once the condensation was cleared, the patient was ventilated adequately. There was no malfunction of the device noted. The patient recovered and continued to use the device.